Event description:
Consumer reported, she found one syringe in her pack with "scale markings in red ink" and syringe said, "u-40" and markings were counting by "two's". Stated, the remaining syringes she has in package and box, the scale markings are "black ink" and is u-100. Stated, she did not use the syringe that was in red. Wanted to find out first if it was okay to use. 1 syringe affected lot: 2213816 catalog: 324909 date of event: 2024-03-16 sample: yes cl.

Manufacturer narrative:
Correction to (type of investigation). Investigation summary not available yet. Once the investigation is completed. Investigation summary will be provided.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue. A process non-conformance 200000067 has been opened for the line clearance and change over documentation to investigate improvements of the process. An initiative to reduce the frequency of product mix incidents by mitigating faults caused by line clearances has been started as part of the manufacturing plants focused improvement efforts. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured and monitored on trend reports. Our business team regularly reviews the collected data to identify emerging trends. Based on the above, no corrective/preventative action (CAPA) or situational analysis (sa) is required.